Event description:
It was stated during medication administration, the medication began leaking from the needle hub, and only half of the dose was injected while the remaining medication leaked out. When the provider withdrew the device, the needle completely detached from the safety hub and remained in the patient. There was patient involvement and no harm reported.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.